Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.

Event description:
The iab leaked. This was the only info at the time of the initial report. On 8/25/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: unk - rpt'd 2/27/97. Pt current status: unk - rpt'd 2/27/97.